Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient presented at the emergency room (ER) sunday with what appeared to be a wound infection. The patient was scheduled for a washout of wound; during surgery it was determined infection was not just superficial and involved the joint capsule. The surgeon decided to do a head and liner exchange with wash out. The explanted implants were in good condition.